Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng, inratio2: 1.5, 1.6, lab: 3.8. No date was given. (B)(6) 2012, was used as date of event since it was the date received by manufacturer. Time between testing: not provided. Patient's therapeutic range: unknown.

Manufacturer narrative:
Investigation pending.